Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that after opening sterile package and inspecting item, some type of material was observed in the jaws of the cutter.

Manufacturer narrative:
Alleged failure: after opening sterile package and inspecting item, some type of material was observed in the jaws of the cutter. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause(s) could be inadequate cleaning process and/or uncontrolled environmental conditions. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that after opening sterile package and inspecting item, some type of material was observed in the jaws of the cutter.